Event description:
Rep reported that the valve needs to be examined due to a malfunction. No other details were available.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.